Event description:
The customer reported the device fails the paddles pt contact indicator test and indicates error code 20004 (hard ECG front end failure). There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device fails the paddles pt contact indicator test and indicates error code 20004 (hard ECG front end failure). There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.